Manufacturer narrative:
Correction: section d4, h4. Manufacturer's investigation conclusion: low-speed operation and low flow event was confirmed through the analysis of the submitted log file and appeared to be due to the motor stop command being pressed. The account submitted a log file for review. On (B)(6) 2020 at 9:10 am, low speed hazard and low flow hazard alarms recorded on due to the motor stop command being pressed. The motor stop command was not pressed long enough to cause the pump to stop. Normal system function resumed when the button was released. It should also be noted that 6 pi events were recorded. The remainder of the log file showed the pump appeared to be functioning as intended. According to the account, an accidental pump stop occurred during clinic visit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU provides information regarding the pump stop button and explains that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a low speed and low flow event on (B)(6) 2020. The patient stated the alarm was audible. The site detailed the patient was asymptomatic during the event. Log file analysis confirmed the events. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: low-speed operation and low flow event was confirmed through the analysis of the submitted log file and appeared to be due to the motor stop command being pressed. The account submitted a log file for review. On (B)(6) 2020 at 9:10 am, low speed hazard and low flow hazard alarms recorded on due to the motor stop command being pressed. The motor stop command was not pressed long enough to cause the pump to stop. Normal system function resumed when the button was released. It should also be noted that 6 pi events were recorded. The remainder of the log file showed the pump appeared to be functioning as intended. According to the account, an accidental pump stop occurred during clinic visit. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU is currently available. Section 4 of this IFU under ¿system monitor¿ provides the following information regarding the ¿pump stop button¿: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0. The countdown lasts for 10 seconds. Initially, the warning: low speed operation advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm. Press the silence alarm button displayed to the right of the alarm text to silence this alarm for two minutes. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the pump off alarm message appears, the pump resumes at the previously set mode and speed. After the pump stop countdown ends, a pump start button appears. Press the pump start button if you want to restart the pump at the previously set mode and speed.¿. The heartmate ii lvas patient handbook is also currently available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site detailed the pump stoppage event occurred due to a accidental pump stop during interrogation. The low flow alarms occurred due to the pump stoppage event. The lvad immediately returned to the set speed after the event. The patient was asymptomatic during the event. No further information was reported.